Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave 31 mm catheter was selected for use. However, the guidewire got stuck and looked kinked. The physician couldn't move the wire while the catheter was on the flower shape, and it was hard to move in the basket shape. The physician decided to replace the catheter, but the issue persisted. The physician decided to replace the catheter again and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis. It was disposed.